Event description:
It was reported that during the implant procedure, the lead could not be inserted into the connector port of the pulse generator. The device was not used. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).